Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was defective, the iol came defective out of the plunger. The cartridge tip was in contact with the patient's eye. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 27-may-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: the complaint handpiece with serial number (B)(6) was received in an open pouch along with two loose lenses. Both lenses were evaluated as it cannot be determined which lens belongs to this investigation. Visual inspection under magnification was performed on the suspect product. The cartridge tip had a stress mark and was deformed. Ophthalmic viscosurgical device (ovd) was observed to be distributed throughout the cartridge. The plunger rod was inspected, and the tip of the plunger was damaged. The lens module and handpiece were inspected, and no issues were identified. Visual inspection under magnification was performed on lens # 1. The lens was observed to be cut, with damage on the edge and surface of the lens. Lens # 2 was visually inspected under magnification and was found to be coated in viscoelastic residue. The lens was cleaned and inspected, revealing damage on the edge and surface of the lens. No further issues were identified. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.